Event description:
Surgeon was closing incision and suture needle broke. Approximately 2mm of the tip of the suture needle was left in the pt after x-ray confirmation and surgical consultation determined, it would be more damaging to the pt to continuously attempt retrieval of this minute amount. Foreign object - piece of suture needle left.